Event description:
It was reported that during the procedure, the guidewire "crossed through" upon placing this stent. However, the stent did not advance up into the ureter, and it was determined that it could not be placed. Another of the same 6fr product was used to complete the procedure and placement was successful. There were no patient injuries reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Block h11: the tria ureteral stent was returned with the pouch for analysis, however, the suture did not return. The reported event of stent buckled material will be confirmed. During the visual and device under magnification inspection, it was found with the stent bladder coil and renal coil buckled. It is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordioned resulting in a difficulty to advance, the stent to the target site. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.